Event description:
Resident was using a drop seat in her wheelchair which broke unexpectedly, while she was sitting in the chair, resulting in a fall to the floor. Product is manufactured by qualcare product number . The co was notified on 11/2/06 of the product failure, the item was returned to them, and they subsequently provided an identical replacement product. The new product was installed on/about 11/9/06. There has now been a failure in the replacement product. In 2004, a breakage in a different section of the device occurred, which again resulted in a fall to the floor. A separate product problem report to be filed after this one to reflect this incident.